Event description:
The following has been reported: air detector. Customer reporting air in the line - error. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several alarms related to the reported event were found. The reported device was received in lake zurich and it investigation was performed by our local technical team. According to sub-investigation information, reported event was confirmed during maintenance with the calibration failure. Therefore, the air sensor was replaced and sent to brézins for further analysis. Air sensor was investigated in brézins and the reported event was reproduced. During visual inspection, it was noted that ceramics have a rusty color. The reason for the failure is most likely due to sensor drift caused by sensor degradation. An internal CAPA is addressing the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety this complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action.